Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 57 high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological dysfunction are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Neurological dysfunction/stroke/cerebral vascular accident are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient died on (B)(6) 2017 due to multiple strokes. It was stated by the ventricular assist device (vad) coordinator that the patient was admitted on (B)(6) 2017 for high watts and high flows and in shock. Patient was stated to have been positive for "meth" use. Patient with altered state, no global motor deficits and non-compliant. It was stated that the family chose to withdraw care due to his condition deteriorating. It was further stated that the patient died due to multiple strokes. No equipment will be returned and site will dispose of the equipment and pump was not explanted and no autopsy will be performed. No additional information available.